Event description:
It was reported that "screwdriver tip broke off while inserting a 3.0 locking screw. Retrieved from the pt".

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided on a supplemental report.